Event description:
It was reported that a pediatric user on ilet developed hyperglycemia to 321 mg/dl in the early morning after an in-range night following a recent infusion set change, and the caregiver was advised to monitor response to insulin and change supplies if glucose remained above 300 mg/dl for 90 minutes or reached 400 mg/dl; education was provided on meal announcing and delaying food until glucose was trending down to verify insulin absorption. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and user education provided. Investigation included review of device reports and troubleshooting with the caregiver. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia early in new pump use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.